Event description:
Over-sedation was reported. A refill date of 2004-(B)(6) was noted. Therapy was suspended on 2011-(B)(6). Drugs delivered via the device were fentanyl and clonidine. It was indicated that this could be "possibly related to drug" and the increased dose could be "possibly related to device or therapy". It resulted in patient hospitalization; no diagnostic methods were performed. Patient outcome was noted as resolved without sequel as of 2004-(B)(6). A follow-up report will be sent if further information becomes available.

Manufacturer narrative:
Catheter model: 8711, lot #: j11427r53, implanted: 2003-(B)(6), explanted: unk; catheter model: 8711, lot #:j11427r53, implanted: 2003-(B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).